Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the patients stimulator was no longer working, and it hadn¿t for over a year now. The stimulator was still implanted, but it ¿didn¿t work like it should be anymore¿. The patient discussed this with his pain doctor, in that it no longer affected them and the patient was controlling their pain with a minimal amount of medication. The patient would discuss removing the device with her physician. Additional information about the outcome was requested, if received, a follow up report will be sent.